Manufacturer narrative:
Bed was not properly zeroed out prior to setting bed exit alarm which caused bed exit alarm to not be set, bed was zeroed out and bed exit alarm functioned properly.

Event description:
It was reported by repair work order that the bed exit was not functional due to scale not being zeroed out prior to attempting to set bed exit alarm. There was patient involvement, however no adverse consequence or clinically relevant delay in treatment were reported.